Event description:
The customer contact reported an adverse event following use of the device. The tubing set was being used to deliver an unspecified medication via a peripheral inserted central catheter. It was reported that blood was noted be backing up into the tubing set and fluid was reportedly "dripping" from an unspecified location of the tubing set. The tubing set was replaced and therapy was resumed. Approx 24 hours later, it was reported the pt developed a "blood stream infection." The pt was treated with an unspecified antibiotic. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.